Event description:
Globus received notification (B)(6) 2014 via a survey that a patient had a secure c implant removed. Globus is in the process of obtaining additional information surrounding this issue.

Manufacturer narrative:
No information other than a removal of a secure c device has been provided. A supplemental report will be filed when additional information has been provided.